Event description:
It was reported that a malfunction occurred with the customer's pump, identified by malfunction code 12, and it was not resettable. There was no reported impact on the customer's blood glucose level. The customer opted to use manual daily injections as a backup therapy to ensure continuous insulin delivery. Technical support initiated a replacement process and the customer was instructed to put the pump into storage mode and return it with a pre-paid label within ten days, which they acknowledged and agreed to do.